Manufacturer narrative:
Additional information was received on 10-nov-2021. Damage in the lever part of smart ablate pump (sap). The case continued using an agency-owned device. Cardiac tamponade occurred. During left pulmonary vein (lpv) energization. Solving method: in case it was not solved, mention how it was handled and the case completion method. Cardiac tamponade course: blood pressure decreased during lpv isolation at thermocool® smart touch® sf bi-directional navigation catheter. Pericardial retention was observed. Tried drainage but observed as sudden drop, so extracorporeal membrane oxygenation (ECMO) and percutaneous cardiopulmonary support (pcps) were used. After stabilizing the vitals, the procedure was interrupted. Opinion of the physician in charge about the relationship between the event and our product was that it was unclear what tamponade at what point. After the vital signs became stable, drainage was performed, but almost no blood was drained. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30579396l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Initially it was reported that there was physical damage of lever of sap. The physical damage on the smartablate pump was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on 10-oct-2021. Blood pressure decreased and a cardiac tamponade occurred during left pulmonary vein (lpv) ablation. Pericardial retention was noted. Drainage was attempted, but since further rapid decrease was observed, we used extracorporeal membrane oxygenation (ECMO) and percutaneous cardiopulmonary support (pcps). The procedure was stopped after the vitals were stabilized. The physician commented that it was unknown when it had tamponade. After the vitals were stabilized, drainage was performed, but almost no blood was drawn. The physician commented it was unknown if the adverse event was related to the biosense webster, inc. Product. Patient outcome of the adverse event was improved. It was not reported extended hospitalization was required. It was not reported that there was any error message observed. There was no evidence of steam pop. The event occurred during the ablation phase. During ablation of the lpv. It was not reported that inappropriate use was conducted without instructions for use (IFU). The damage of lever of sap occurred during case preparation. Using an agency owned alternative, the procedure was continued. Since the event was life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. The awareness date for this reportable adverse event was (B)(6) 2021.